Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the m5066a (heartstart defibrillator, hs1) indicating that the device was triple chirping constantly. There was reportedly no patient involvement. Remote support from the rse was received, during which the customer was advised to swap the pads and battery with a known working device. The issue persisted. The customer was sent a replacement device. The malfunctioning device is not available for additional investigation at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunctioning device. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement device to resolve the issue. The information in the complaint investigation summary addresses the current investigation findings. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened for reassessment.